Event description:
The treating doctor reported that the patient had symptoms of crown dislodgement and root fracture of tooth ur6 that required the tooth to be extracted and an implant will be placed after treatment. The patient did not report requiring any medical intervention following the event. The patient indicated being prescribed septocaine (articaine hydrochloride) and amoxicillin to alleviate the reported symptoms. No clinical or laboratory tests were performed. The patient is continuing treatment.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the potential root cause could have been the forces exerted by the aligners on the prosthetic crown. Align's clinical review indicates that the initial panoramic radiograph showed a significant portion of the clinical crown of ur6 had been replaced with restorative material and that the tooth was endodontically treated prior to aligner therapy. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The date (b3). The exact day of the event is unknown, however the month and year could be confirmed, therefore, we have proceeded on placing the first day of the month when the event happened.